Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 466 but not using insulin pump. Customer also reported that the insulin pump was not working and had pump error post-reset ram crc alarm. Troubleshooting was performed for pump error, customer was able to clear the alarm and able to rewind insulin pump. It was also reported that there was large size of air bubble was present at top of reservoir. The insulin pump will not be returned for analysis.